Event description:
While surgeon was using the laparoscopic harmonic ace shears, recycled by stryker, the instrument head failed to rotate. Replaced with the ethicon laparoscopic ace+7 for the remainder of the case.